Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) had incorrect label information. The following information was provided by the initial reporter: pharmacist stated, the components were in the box but needles were missing, patient and non patient end.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-jul-2023. H6: investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. A device history review could not be completed as no batch number was provided. The following root causes were identified for the investigated issue based on the completed root cause analysis: use of commercial shelf cartons for packaging of ewo products. Improper fulfilment product receiving process that allowed non-commercial ewo products to get into secured fulfillment inventory unhindered. Lack of detailed ewo labeling requirements in global ewo procedures cp50015, cp50058, and local dl ewo procedure q-sop-225-dl to ensure that ewo product labeling provides clear differentiations from commercial products on all product. Packaging / labeling levels unless commercial packaging and / or labeling components are required for the intended use of ewo products. Lack of requirements in fulfilment process procedure cs-045 for verification of product information on the devices selected for fulfilment. A CAPA was raised to address this issue. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) had incorrect label information. The following information was provided by the initial reporter: pharmacist stated, the components were in the box but needles were missing, patient and non patient end.